Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient was noted to have a good underlying rhythm. Device replacement was recommended. No adverse patient effects were reported. At this time, this device remains in service. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this device for analysis since it was discarded by the explanting hospital.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient was noted to have a good underlying rhythm. Device replacement was recommended. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.